Event description:
It was reported to covidien that the monitor's display is missing the far left segment. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Covidien confirmed that the n65 pulse oximeter as missing segments. The universal interface (ui) printed circuit board (pcb) was replaced and the unit passed testing.